Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior tibial artery and popliteal artery. A 3mm x 40mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the third inflation at 14 atmospheres for 10 seconds, the balloon ruptured due to the calcification. The procedure was completed with another 2x40mm coyote es balloon catheter. No patient complications were reported. Returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination did not reveal any damages. Microscopic examination revealed a longitudinal tear on the balloon 5mm from the tip and approximately 5mm long. The tip is damaged and the balloon is loose. There is blood present in the inflation lumen, the balloon and the hub. Inspection of the remainder of the device presented no other damage or irregularities.